Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked out and would not feed clips. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available at all.

Manufacturer narrative:
(B)(4). Jaw disengaged from cam. The analysis results of the (B)(4) found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and it formed two conforming clips and ejected the remaining clips due to the found condition. Possible causes for the found condition of the jaws may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended but the orange indicator over-traveled. This finding is not related to the reported event. A batch record review was performed and no anomalies were found during the manufacturing process.